Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no involvement in the reported malfunction.